Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station sync setup requested. A technical support specialist dialed into the station and attempted a full sync, but it failed with an error indicating that services should be checked. Upon inspection, the data sync service was not running. The service was restarted, but the full sync failed again as the data sync service stopped. Reviewing the data sync debug logs revealed errors. In sql server management studio (ssms), under security, logins, nt authority, system, properties, server roles, it was found that the login did not have the sysadmin role. After adjusting the role, another full sync attempt was made, but it timed out. The timeout values for receive timeout, send timeout, and inactivity timeout under binding name = defaultnettcpbinding were increased to one hour. A reattempt still failed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to stage due to the system not being synced. Although the field service engineer had access, the sync attempt continued to fail. The med application required syncing, but the associated user was not set as the database owner. However, there were no delays or adverse events or injuries reported based on this event.